Event description:
Related manufacturing reference: 3008452825-2023-00268. During the paroxysmal supraventricular tachycardia procedure, noise and optical issues resulted in troubleshooting which caused a procedural delay. Noise was noted on the distal electrode of the catheter and the electric potential was not displayed. The catheter was replaced which resolved the issue and the procedure continued. The baseline was taken correctly on the second catheter and showed 20g but after insertion, no contact force was displayed. The catheter was replaced to a third catheter and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported noise on the distal electrode issue could not be confirmed. Electrodes 1-2 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.